Event description:
Patient representative reported patient experienced "significant pain and a suspected capsular contracture". The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported, patient experienced "significant pain. And a suspected capsular contracture". The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported patient experienced "significant pain and a suspected capsular contracture". The device has been explanted and replaced. This record relates to the left side.